Event description:
It was reported that a thrombus and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. There was a clot noted in the right atrium during the procedure despite adequate activated clotting time (act) readings of 200-300 seconds throughout the case. The physician continued with the procedure. The procedure was completed successfully and the closure device was implanted in the laa of the patient. After the procedure was finished the patient was given 80mg of protamine. At the same time it was noted on echo that the patient had a pericardial effusion. The physician performed a pericardiocentesis and drained around 400ml of fluid. The patient remained in the hospital for observation over the weekend. Two days post procedure, the patient was doing well and was discharged home on eliquis.